Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a tah, bso, lysis of adhesion, cystoscopy, revision of a urethral sling with excision of tvt, and an urothropexy using a mini arc precise on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to genuine stress urinary incontinence with hypermobile urethra. The patient experienced pain and dyspareunia.

Manufacturer narrative:
Date sent to FDA: 3/23/2017. (B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic adhesions, recurrent urinary incontinence, and menorrhagia.

Event description:
It was reported that following insertion the patient experienced pelvic adhesions, recurrent urinary incontinence, and menorrhagia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal itching.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.